Manufacturer narrative:
The customer re-seated the cable and the da board resolving the problem.

Manufacturer narrative:
The customer replaced the nav-ring and the ui pcb and the unit functioned per specifications.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.